Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) during the ipg replacement surgery (normal end of life) the physician was unable to insert the lead into the ipg. As a result, the lead was explanted replaced with another model which resolved the issue. Stimulation was restored postoperatively. Device information along with the number of devices is unavailable at this time. Additional devices may be added at a later date based on available information.